Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: skyline/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 40 patients, 40 procedures, (24 males, 16 females) for skyline cervical plate against all other surgical cases recorded within the spine tango registry between (B)(6) 2020, and (B)(6) 2022. Final registry report outcome description: surgical complications ¿ postoperative: 1 other hematoma 1 radiculopathy 2 motor dysfunction 1 sensory dysfunction 1 implant failure postoperative complications: 2 motor dysfunction 1 recurrence of symptoms 4 adjacent segment pathology 2 other reoperations: 1 reoperation at any level, reason: unknown 1 reoperation at an adjacent level, reason: unknown 1 reoperation at the same level, reason: unknown this report is for an unk - screw: skyline. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 2 of 2 for (B)(4).